Event description:
A customer reported a tandem mobi cartridge alarm, but there was no adverse impact on their blood glucose level as it did not exceed 500 mg/dl. The technical support confirmed the alarm and decided to replace the pump. The customer was advised to continue using their current pump until the replacement arrived. Instructions on how to store the pump and return it to tandem were provided and acknowledged by the customer. A replacement pump was sent to the customer, who was instructed to return the problematic pump using the provided return box and pre-paid label.